Event description:
It was reported that the patient was seen on (B)(6) 2013 for his first follow-up post implant. The patient stated that he was doing well without any issues. His therapy was also working well. On (B)(6) 2013, the patient came into the office and complained that the site of his ipg felt hot over the past couple of days and there was redness around the ipg. When the patient was examined there was no redness around the ipg and it was not hot to the touch over the ipg. The therapy was still working well. The patient was to come back to the office in a couple of days to check for possible infection. It was later reported that the patient was doing well. His pain was covered well with the stimulation and he reported no events of the pocket site feeling warm. It was noted that the patient had been put on antibiotics at the time of the last visit when the staples were removed. The patient's incisions were healing with no evidence of infection.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3888-45, lot# v836553, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# v851636, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).